Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as it is likely the device interacted with the heavily calcified artery causing the reported failure to advance. During removal the device once again interacted with the difficult anatomy causing the reported difficult to remove and subsequent stent dislodgement. The stent dislodgement required treatment of unexpected medical intervention and removal of a foreign body. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the mid right coronary artery (rca) with heavy calcification. A 3.50x33 mm sierra stent delivery system (sds) was advancing; however, the stent did not cross the target lesion due to resistance with the anatomy. Therefore, the sds was retracted back to be removed; however, the stent became stuck with the anatomy and the stent came off the balloon. The sds was removed from the patient and the stent was observed in the microcatheter. An unspecified balloon was advanced to secure the stent, and then the microcatheter was removed with the stent. The target lesion was successfully completed with a new sierra stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.